Event description:
It was reported that clinolipid leaked from port 2 during use of an em2400 valve set; the bags were found to be cloudy. The issue was identified during preparation at the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacturing facility: this device was manufactured at one of the two following manufacturing sites: baxter healthcare: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.